Event description:
A needle broke off in a pt's iliac crest. The other metal sheath disconnected from the handle. The inner sheath with the snare came out with the handle. The hematologist-oncologist performing the biopsy was not able to retrieve the needle. An orthopedic surgeon was called to remove the needle from the bone.